Event description:
Report received of a battery falling out of a pump during transport. It was reported that while a patient was being transported within the facility, the battery fell out of the pump and hit the patient on the head. There was no reported harm to the patient. The customer was unwilling to provide any additional information on the event, including patient specific information.